Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system failed to calibrate. The user also reported the device had low air pressure, and the flow servo would not function. Manual blender controls were used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.